Event description:
It was reported that a pair of inflatable penile prosthesis (ipp) cylinders were not used because there was a hole in each cylinder. "When the cylinders were released, a hole was observed in both cylinders, liquid escaped."